Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted using a starclose se device after an interventional procedure. Reportedly, the sheath did not split and the wings could not deploy. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the vessel locator wings could not be confirmed as the vessel locator wings successfully deployed. The reported failure to cut the sheath could not be replicated in testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to split the sheath appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide. A conclusive cause for the reported mechanical jam with the vessel locator wings could not be determined as the vessel locator wings were successfully deployed during returned device analysis. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.